Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial report of infection was received on (B)(6) 2010 and is normally submitted via an alternative summary reporting (asr) that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 that revealed an out of spec analysis. As there is new information, this event no longer qualifies for asr, and is therefore being submitted as a bimonthly report. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix disengaged from helical channel; defib conductor distorted; distal conductor had blood/body fluid (not obstructed); blood/body fluid on outer tubing overlay; outer tubing overlay melted; outer insulation had cosmetic environmental stress cracking; exposed defib coil white substance; outer insulation had cosmetic depression; blood in/on the helix mechanism and helix mechanism sleeve head.

Event description:
Infection was reported. The lead was removed, analyzed and subsequently tested out of specification. No further patient complications were reported.